Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). It was noted that the cannula was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). It was noted that the cannula was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. Corrosion was observed on the pcb. No cracks were observed in the top or bottom housing that would lead to any internal corrosion. The fluid path was inspected for any internal leaks or tears. A leak test was performed on the fluid path and none were found. No damage or deficiencies were observed that would have caused corrosion on the pcb. The download data returned an 0x3d alarm, indicating an internal leak. A power supply was needed to download the device data because the batteries were at an insufficient voltage. The shelf mode of the device was tested and was measured at a sufficient voltage. The 0x3d alarm was caused by the corrosion on the pcb, however the source of the corrosion could not be determined.